Event description:
It was reported that, during a tka surgery, the femoral stabilising spike of a gii post ref a/p blk sz 6 sheared off and was retained in the femur. It is unknown if the spike was retrieved from the patient. It is also unknown how procedure was completed and if it was delayed as consequence of the product failure. Patient current health status is also unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post of the device is broken off and missing, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, the stabilizing spike sheared off the device and was retained in the femur. It is unknown if the fragment was recovered from the patient or how the procedure was completed. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. The clinical root cause of the reported spike breakage could not be determined. The blocks are manufactured of 17.4 ph stainless steel and are intended as externally communicating devices which are not approved for long term internal tissue exposure; therefore, long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.